Event description:
Pt presented with excessive pain and redness in the left eye. She was diagnosed in the ER with cl related corneal ulcer, os and was treated with vigamox, an antibacterial, and hyoscine for pain. Corneal sampling was done for culture. At the follow-up visit, pt presented with a 2.5 mm infiltrate with epithelial defect, 2 + injection, no hypopyon and was prescribed fortified vancomycin and tobramycin. Culture reports for contact lenses were negative for acanthamoeba. At the follow-up visit one week later, diagnosis was revised to fungal ulcer, os. The ulcer was described as 3.5mm, soupy white. Natamycin was added to the treatment regimen. Diagnosis was confirmed by positive contact lens culture results. Achromobacter xyloxidans and fusarium oxysporum species, and by positive corneal cultures, fusarium oxysporum species.